Manufacturer narrative:
Added g3/g4, h1/h2, h3 and h6. H3: other: as no device or images were returned for evaluation. The evaluation of the case report showed the following: the aortic diameter appears to be listed at 19.7mm and without a physical sample or images to evaluate, the physician¿s observations that ¿the proximal trunk-ipsilateral leg would not reopen even though the constraining dial was turned and even after the transparent knob and lock pin were removed, the proximal trunk-ipsilateral leg still would not reopen¿ could not be confirmed. The likely cause for the proximal trunk-ipsilateral leg not opening could not be determined with the available information.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe) and gore® viabahn® endoprosthesis (vsx device). The ibe devices were placed in the left iliac artery, and a 8 mm x 10 cm vsx device was intended to be implanted from the hypogastric artery to superior gluteal artery. However, the delivery catheter was unable to advance distally enough and the deployed vsx device coiled up in a space of the hypogastric artery. The distal end of the vsx device did not reach the superior gluteal artery. Also, the overlap between the ibe and vsx device was not sufficient. Therefore, two additional vsx devices (9 mm x 5 cm and 8 mm x 5 cm) were implanted distal and proximal to the first vsx device. Then the excluder trunk-ipsilateral leg component was deployed. To reposition the device, the constraining mechanism was used. After repositioning, the proximal trunk-ipsilateral leg would not reopen even though the constraining dial was turned and even after the transparent knob and lock pin were removed, the proximal trunk-ipsilateral leg still would not reopen. Therefore, it was reopened by a balloon catheter. The rest of the planned devices were placed without problems. The final angiography showed no endoleak, but a delayed blood flow into the left hypogastric artery was noted. The physician commented the blood flow delay was due to the vsx device which coiled up in the internal iliac artery. No treatment was given and a wait-and-see approach would be taken. The patient tolerated the procedure.